Manufacturer narrative:
Device identification: the reported device was a 3.0 rio® robotic arm - mics, p/n 209999, serial # (B)(4). The failing device was a confirmed to be an encoder, j6, hip 190-00137, p/n 203486, lot unknown. Device history review: review of the robot DHR indicates that it was assembled and released to inventory on 7/31/2013. Device evaluation and results: according to gsp case (B)(4), the field service engineer confirmed the failure, finding that the j6 encoder had come loose from its mount. Complaint history review: a review of complaints shows 7 additional complaints related to the failure in this investigation. They are cso 4175 and investigation prs (B)(4). Tracking of complaints related to the 209999 part number will be tracked through quarterly trend request #865. Conclusions: the failure was confirmed by the fse. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon was performing a makoplasty hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the surgery, the rio arm locked upon impaction of the cup displaying joint angles inconsistency. The surgeon performed manual cup impaction and check cup plane with array. The outcome of the case was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the surgery, the rio arm locked upon impaction of the cup displaying joint angles inconsistency. The surgeon performed manual cup impaction and check cup plane with array. The outcome of the case was successful.